Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out procedure, the right atrial lead insulation appeared to be nicked and the lead exhibited high impedance and high capture thresholds. The lead was capped and replaced. No patient symptoms were reported.